Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 302657, expiration date 09/30/2011). Reference medwatch report with (B)(6) for the suspect device used in system 2.

Event description:
Customer reportedly received results of 449 mg/dl and 260 mg/dl on aviva system 1, and result of 158 mg/dl on aviva system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.